Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed a battery replacement. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a